Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse spoke to the customer and evaluated the device. The customer states that at the time of the alarm they did observe a message on the monitor, however the audible alarm was not heard. The fse confirms that the alarm audio of the central monitoring system was set to the lowest possible setting which contributed to the alarm being difficult to hear. The fse observed no device failure. Customers phone number: (B)(6).

Event description:
The customer reported that the device did not alarm for ventricular fibrillation. The device was not in clinical use at the time of the event. No adverse event involving a patient or user was reported by the customer.